Event description:
Long-term tpn pt (> 2 yrs); very independent with administration had 3 recent episodes of aim tubing leaking around the filter site. Pt saved the package of one of these for lot #. This made a mess of their bed; it may have caused pump to malfunction (it is now being checked by biomed) as it got soaked.